Manufacturer narrative:
The field service representative was unable to determine a cause stated the analyzer operates satisfactorily. Calibration, qc and accuracy tests were performed to verify the analyzer performance.

Event description:
The user received erroneous ise results for one patient sample. The potassium results were considered discrepant. The initial result was 4.3 mmol per l, repeat result was 3.7 mmol per l. The erroneous results were not reported.